Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized on (B)(6) 2021 for catheter (not a fresenius product) issues and was diagnosed with peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient has had an ongoing peritonitis infection since (B)(6) 2021. It was reported the patient¿s initial pd culture (obtained on (B)(6) 2021 grew the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip)vancomycin 2 grams on an outpatient basis. However, despite antibiotic therapy, the patient had continued growth of staphylococcus epidermis on two subsequent pd cultures obtained on (B)(6) 2021 and (B)(6) 2021. The patient continued vancomycin 2 grams ip as the patient did not recover. However, on (B)(6) 2021, the patient was hospitalized because the pd catheter (not a fresenius product) stopped working. Per the nurse, there was no repeat pd culture for this hospital admission because the culture was not able to be obtained. The nurse indicated the peritonitis is presumed to be present (refractory) from the initial onset. While hospitalized, the patient had the pd catheter (not a fresenius product removed, and the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, (B)(6) 2021, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique (likely touch contamination) during the pd exchange. The cycler set in not available to be returned for manufacturing evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized on (B)(6) 2021 for catheter (not a fresenius product) issues and was diagnosed with peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient has had an ongoing peritonitis infection since (B)(6) 2021. It was reported the patient¿s initial pd culture (obtained on (B)(6) 2021) grew the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip)vancomycin 2 grams on an outpatient basis. However, despite antibiotic therapy, the patient had continued growth of staphylococcus epidermis on two subsequent pd cultures obtained on (B)(6) 2021 and (B)(6) 2021. The patient continued vancomycin 2 grams ip as the patient did not recover. However, on (B)(6) 2021, the patient was hospitalized because the pd catheter (not a fresenius product) stopped working. Per the nurse, there was no repeat pd culture for this hospital admission because the culture was not able to be obtained. The nurse indicated the peritonitis is presumed to be present (refractory) from the initial onset. While hospitalized, the patient had the pd catheter (not a fresenius product removed, and the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, (B)(6) 2021, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique (likely touch contamination) during the pd exchange. The cycler set in not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s ongoing peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized on (B)(6) 2021 for catheter (not a fresenius product) issues and was diagnosed with peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient has had an ongoing peritonitis infection since (B)(6) 2021. It was reported the patient¿s initial pd culture (obtained on (B)(6) 2021) grew the bacteria (B)(6). The patient was initiated on intra-peritoneal (ip)vancomycin 2 grams on an outpatient basis. However, despite antibiotic therapy, the patient had continued growth of (B)(6) on two subsequent pd cultures obtained on (B)(6) 2021 and (B)(6) 2021. The patient continued vancomycin 2 grams ip as the patient did not recover. However, on (B)(6) 2021, the patient was hospitalized because the pd catheter (not a fresenius product) stopped working. Per the nurse, there was no repeat pd culture for this hospital admission because the culture was not able to be obtained. The nurse indicated the peritonitis is presumed to be present (refractory) from the initial onset. While hospitalized, the patient had the pd catheter (not a fresenius product removed, and the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, (B)(6) 2021, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique (likely touch contamination) during the pd exchange. The cycler set in not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s ongoing peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism (B)(6)which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.